Event description:
Initial reporter indicated that the pt would be having surgery for a lead fracture. The surgery is reported to be for a lead replacement only. A lead fracture was visualized on films by the treating physician. Good faith attempts have been made for additional details surrounding the event, and thus far no further info has been attained. Attempts will be made for product return for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.